Event description:
According to the report, bioglue surgical adhesive was used on two pts that subsequently developed post-operative inflammation after a browlift procedure. This report represents one of the two pts.

Manufacturer narrative:
The MFR's investigation into the reported event is ongoing. Any additional info will be provided in the follow-up report.